Manufacturer narrative:
Hospital has not identified any related infections in patients. The user medwatch report listed the date of event as "n/a". The date chosen for the alert date is the date that the unit tested positive. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occured in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). On june 22, 2016, sorin group (B)(4) received a user medwatch report directly from the customer stating that the sorin heater-cooler system 3t tested positive for non-tuberculous mycobacteria. The hospital has not identified any related infections in patients. The device has been removed from service and disinfected according to the current instructions for use (IFU). The device is currently undergoing the recommended disinfection cycle at the recommended intervals while microbiological sampling is being done. Results of the sampling are pending. On july 18, 2016, sorin group (B)(4) was notified by the FDA that report number mw5063182 was assigned. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
On june 22, 2016, sorin group (B)(4) received a user medwatch report directly from the customer stating that the sorin heater-cooler system 3t tested positive for non-tuberculous mycobacteria. The hospital has not identified any related infections in patients. The device has been removed from service and disinfected according to the current instructions for use (IFU). The device is currently undergoing the recommended disinfection cycle at the recommended intervals while microbiological sampling is being done. Results of the sampling are pending. On july 18, 2016, sorin group (B)(4) was notified by the FDA that report number mw5063182 was assigned.

Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The incident occured in (B)(6). Through follow-up communication with the hospital, (B)(4) was informed that the device was tested positive for ntm and it was removed from service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.